Manufacturer narrative:
Customer discarded the device.

Event description:
The user facility reported that when the tourniquet cuff, it was leaking air from the seams of the cuff during preparation of a procedure. There was no reported blood loss or bleeding at the surgical site. There was no delay, no medical intervention, and no adverse consequences.